Event description:
It was reported during a routine check, that the cs100 intra-aortic balloon pump (iabp) safety disk and battery deteriorated (wear out). There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted once all investigation activities have been finalized.

Manufacturer narrative:
The getinge field service engineer (fse) replaced the safety disk and batteries. The unit passed all safety and functional tests and was returned to the customer for clinical use.